Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment and no further information is expected. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - it was reported that approx. 18 months after the implantation the patient experienced swelling in the left arm due to a thrombus in the left axillary vein which was most likely related to the lead. The patient was hospitalized and was treated with anticoagulant medication. The therapy was successful and the lead remained implanted and active.